Event description:
The clinician reported that almost 3 months after the dental implant was placed in ada site 22 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported an infection, pain, implant mobility and bleeding in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.